Event description:
The customer reported the heat exchanger was leaking internally, machine took too long to heat during disinfection.

Manufacturer narrative:
No pt injury reported. The machine was inspected by a gambro technician, who determined there was an internal leakage. He replaced it. A retrospective complaint review determined that this event is related to a field action initiated in may 2006.